Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned device was examined and the complaint condition was able to be confirmed as the distal tip was found to be worn. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. We assume that the involved device was not inserted aligned into the corresponding screw during insertion procedure. By this situation the tip got inevitable damaged which resulted in the malfunction of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: manufacturing location: supplier- (B)(4). Manufacturing date: 04-apr-2016. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 9881570 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 during an open reposition and osteosynthesis with screw-plate osteosynthesis for the dislocated multi-fragment right metacarpal bone-v-neck fracture, the head of the variable angle (va) locking screw was deformed and the head of the cortex screw was sheared off. When screwing into the bone, the screw head of the variable angle (va) locking screw is twisted and the screw head of the cortex screw is broken off. The surgeon was asking to investigate the whole construct including the screwdriver. There was a surgical delay of fifteen (15) minutes. There were no parts that remained in patient´s body. There were no adverse consequences to the patient reported. Other implants/instruments were used to complete the procedure. This report is for one (1) stardrive scrwdrvr shft/t450mm/self-retaining/hxc. This is report 4 of 5 for (B)(4).